Manufacturer narrative:
A supplemental medical device report (smdr) is being filed to correct the date on the medical device report (MDR) . Incorrect date of (B)(6) 2017 is being corrected to (B)(6) 2017. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. Log file review shows all laser system functions were within specifications for the respective treatment. At the visit on site, the field service engineer (fse) could not find any problem. Fse verified the flap thickness with pmma cuts. The system was successfully verified according to company specifications. There is no indication that a device malfunction caused or contributed to the reported event. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. Potential contributing factors to the thin flap may be movement of the patient, improper docking and/or too much fluid on the eye. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information provided. A supplemental medical device report (smdr) # 03 is being filed to correct the date on the prior filed supplemental report. No date was provided in date rec'd by MFR field in smdr # 02. Date should have been 12/14/2017. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A company representative reported a thin flap occurred during a refractive procedure on a patient's right eye. Procedure was completed. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.